Manufacturer narrative:
This mattress has not been inspected yet due to the mattress not being returned. A picture was sent via email and revealed that the mattress had a large indentation in the center of the mattress and was delaminating at the foot section. A new mattress was sent out to the customer on 11/01/2013. This problem has been assigned to CAPA (B)(4) and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.